Event description:
Patient was implanted with zero-p implant and screws on (B)(6) 2012. Patient was hit by a fork lift on an unknown date and returned to surgeon complaining of pain. X-ray showed one screw was backing out. Patient was returned to the operating room and the hardware was removed. Surgeon noted the patient was healed and he believed the impact (whiplash) of the accident loosened the screw. Surgeon revised patient with cadaver bone to replace the zero-p: surgeon noted patient had good fusion started already and wanted the zero-p removed as to ensure there was not breakage of any fusion. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.